Event description:
It was reported that the touchscreen on the customer's pump was not responding to input, with the screen frozen and the customer unable to interact with it. There was no adverse impact to the customer's blood glucose level since it did not exceed 500 mg/dl. The customer received pump reset information and successfully reset the pump, resolving the issue and restoring touchscreen responsiveness.